Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the machine gave multiple blood pump rom errors and multiple temp and cond alarms. Additionally, the triac was discovered burnt. Upon follow up, the bmt confirmed the reported event stating, that the triac was discovered burned. Additionally, the bmt stated they found that the solenoid valve was melted. The cause of the burned components was unknown. The bmt replaced the triac and solenoid valve to resolve the issue. The bmt stated that the parts are not available for return to the manufacturer. Photos of the two affected parts are available via email. The machine remains out of service until functional checks are completed. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt was unable to provide the number of hours on the machine. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed that a patient was connected to the machine earlier in the day when the machine experienced multiple alarms. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported that the machine gave multiple blood pump rom errors and multiple temp and cond alarms. Additionally, the triac was discovered burnt. Upon follow up, the bmt confirmed the reported event stating, that the traic was discovered burned. Additionally, the bmt stated they found that the solenoid valve was melted. The cause of the burned components was unknown. The bmt replaced the traic and solenoid valve to resolve the issue. The bmt stated that the parts are not available for return to the manufacturer. Photos of the two affected parts are available via email. The machine remains out of service until functional checks are completed. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt was unable to provide the number of hours on the machine. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed that a patient was connected to the machine earlier in the day when the machine experienced multiple alarms. There was no harm to any patients or individuals because of this malfunction.